Event description:
It was reported by end user that his left legrest hinge pin came off and he needs a new one for the patriot wheel chair. End user was provided a list of dealers in the area to get the replacement part. No details on how it happened provided.